Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. The malfunction was identified with a specific code and was resettable, which resulted in cts providing assistance for the pump reset. After the reset, the malfunction did not recur, and the customer was able to continue using the pump. The customer was advised to call back if the malfunction code reappears, and they acknowledged this guidance.